Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the loss of stimulation has not been determined. The doctor has been notified and the next steps have not been determined at this time.

Event description:
Additional information was received from the rep. It was reported that the cause of the issue has not been identified. Actions taken are using electrodes with lower impedance numbers. Patient still unable to feel stimulation. Programmed hd settings without perception threshold. Followed up with patient to determine if any pain relief occurred with new settings. Patient denies any pain relief. Patient has been keeping stimulation on and charged. Of event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). Information was reported that the patient is not feeling paresthesia. An impedance check showed electrode 0 was having a possible short. The patient is not able to increase their stimulation beyond 5 ma before getting oor. The patient is programmed on 3, 5, 11, and 13 with 60 hz and 1000 pulse width. The lead is placed in the cervical area (c1-3). Using electrode 12 as the reference point an impedance test showed the following: 12 reference 0 18670 1 24150 2 23070 3 23580 4 25060 5 24340 6 25430 7 27460 8 4310 9 4100 10 2310 11 1300 13 1240 14 2290 15 3740 ohms. It was suggested using an electrode with less impedance for programming, and reducing the pulse width to around 200 us. It was also discussed using other electrodes to see if the patient can get coverage. There was no known cause of the impedance issue.